Event description:
It was reported that the patient's blood glucose (bg) levels rose to 14.5 mmol/l (261 mg/dl) while wearing the pod. An alarm was emitted during operation of the pod. Hyperglycemia is treated by activating new pod and bolus.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, 13mm from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed or if the internal leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.